Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the PICC rupture detected prior to chemotherapy. Uncomplicated patient, detected when passing saline and PICC was removed. Another one is placed. Clamping with securacath. No harm resulted in the patient, saline solution was infused. The rupture was detected before chemotherapy was given.